Manufacturer narrative:
Lot # 17g014 and 17g015 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the lots 17g014 and 17g015. The single use devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that particulate matter was observed with two (2) single day infusors. The particulate matter was discovered prior to patient use and the devices were discarded. There was no patient involvement. No additional information is available.